Event description:
Device report 2 of 3, reference MFR reports: 1627487-2011-09394, 1627487-2011-09396. The pt received the scs system on (B)(6) 2011. It has been reported the pt's partial system was explanted due to an infection at the ipg pocket site. The pt was treated with intravenous antibiotics. The explanted products have been retained by the facility. No further info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.